Manufacturer narrative:
Other relevant device(s) are: product ID: neu_unknown_cath. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) regarding a patient who was receiving "12.5" of an unknown drug at "8," via an implantable infusion pump for non-malignant pain and failed back surgery syndrome. The patient's pump was replaced and within hours the patient started to experience unspecified withdrawal symptoms. The patient went to the emergency room and the catheter was unable to be aspirated. The hcp mentioned they may try a therapeutic bolus to see if it has any effect. The hcp was trying to get an operating room so they could revise the catheter. The hcp reported that they would likely change out the connector. The hcp reported that they think the patient had morphine and clonidine in the pump but they were not certain. No further complications were anticipated/reported.

Manufacturer narrative:
Product ID: 8709, serial# (B)(4), product type: catheter. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer's representative (rep). It was reported that they believed something was wrong with the connector and it was replaced. No further complications were anticipated/reported.